Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 3-jan-2018 with the following findings: during investigation of the returned pump, a call service 069 alarm (¿cs069¿) was reproduced at power up. The pump was unable to recover from ¿cs069¿ after reboot.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service 069 alarm issue) issue. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.